Event description:
Reporter alleged obtaining discrepant blood glucose results of 215 mg/dl back to back with a result of 94 mg/dl when testing was performed 1 minute apart on the compact plus system. Reporter stated the comparison was performed several weeks ago and no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.